Event description:
Healthcare professional reported that patient was injected with 1ml of juvéderm® voluma® with lidocaine and 1ml of juvéderm® volbella® with lidocaine. About month later, patient was injected with 2mls of the sub q dermal filler and then roughly 2 weeks later, 1ml of the perlane dermal filler. Over the period of the next eight months, the patient presented to general practitioner(gp) with several occasions with erythema, oedema, and tenderness in the cheeks bilaterally. The following month, the events escalated and antibiotics were recommended, but patient did not comply. Patient was eventually referred to a dermatologist and also developed hyperpigmentation on the skin surface around this time. After 4 months later, patient presented back to gp with relapse of the nodules. Hyalase was injected and patient ended up in hospital for the treatment. A month later, patient went to see a plastic surgeon and swab performed. Patient was treated with hyaluronidase. The symptoms has been resolved. This is the same event and the same patient reported under MDR ID# (3005113652-2023-00521) (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2201. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.